Event description:
The customer reported to olympus that during maintenance found foggy image with the colonovideoscope. There was no clinical procedure involved. There was no patient involvement. The device was returned for evaluation. During the device evaluation found there was white crystallized contamination in the air/water/ jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated. During evaluation found there was interference evident in image condition. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: adhesives around light cover glasses and optical cover glass were found worn; distal end adhesive had uneven edge; the device was leaking from the bending section cover and found water leakage at scope-connector due to water ingress; aspiration housing and air/water housing coloured rings were worn; up/down and right angle were out of specification and also up/down and right/left angle had play evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from rubber seal. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.